Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the charging system. In addition, the programmer displayed an error message and a replacement programmer did not resolve the issue. An abbott representative confirmed the ipg is inoperable. The patient reports they have not received stimulation in approximately two months. The manufacturer has not been informed of future plans at this time.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively.

Event description:
Follow up information identified surgical intervention is pending to remove and replace the ipg. The patient recharged the ipg every week and was unable to remember how long it took to recharge the device. The patient stopped recharging the device for a year.